Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. This patient exhibited normal threshold measurements, but the patients device was not sensing the p-wave, which was true in both unipolar and bipolar configurations. It is believed that the ra lead is in close proximity to the right ventricle and potentially sensing the r-waves and the same time the right ventricular (rv) lead is sensing the r-waves. The ra lead is still able to pace in the atrium, just could not sense. To date, no programming changes have been made. A revision procedure has been scheduled. No adverse patient effects have been reported to date.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.